Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that there was a disruption in the transfer set and an insulin leak resulting in elevated blood glucose levels (results unknown). The patient was hospitalized on (B)(6) 2020 and was discharged on (B)(6) 2020. At the hospital he was given a drop solution and given insulin.